Event description:
It was reported by the independent repair center that the unit is alarming, it has low o2 and the sieve beds are saturated. No patient injury reported, no additional information provided.